Manufacturer narrative:
Block b3: exact date unknown, event occurred four months after the date of implant. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7082325.

Event description:
It was reported that the patient was not getting an adequate pain relief due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were moved down. The patient was doing well postoperatively. The device remained implanted.